Manufacturer narrative:
Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/ spinal pain. It was reported that the patient was currently in the hospital for a lumbar one-level fusion procedure that was done yesterday. The healthcare provider (hcp) confirmed the hospitalization and procedure were not related to the scs system. Hcp stated that since yesterday, the patient has not been able tofeel stimulation. Patient was able to use the patient controller to sync with the neurostimulator (ins) and can increase the level, but could not feel the stimulation. Hcp confirmed no error messages were seen on the controller. It was reported to be a sudden change in therapy/symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the inability to feel stimulation was due to the l4 <(>&<)> l5 fusion that took place on (B)(4) 2018. Patient stated with the help from the unit, the relief from pain was great.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient felt that her current leads needed to be replaced in order to achieve better pain relief versus reprogramming. There were no environmental or external factors noted to have caused the issue. Multiple reprogramming sessions had been previously performed before surgical intervention. Both leads were replaced with identical new ones, and the issue was resolved at the time of the report. There were no further complications reported or anticipated.